Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: trident hemispherical cluster hole shell 502-11-52e, 67977002; 6.5 cancellous bone screw 25mm, 2030-6525-1, 6h5mwd; 6.5 cancellous bone screw 25mm, 2030-6525-1, h884y2; delta v-40 ceramic head 36/+5, 6570-0-236, 67898702; mod con dist stem 17 x 155 mm, 6276-7-017, caxx237a; 21mm mod rev hip body/bolt std component level, 9006-1-021, 6276-1-021, 65960210; md vit slv and 2.0mm homog cbl, 6704-0-510, 67449109; md vit slv and 2.0mm homog cbl, 6704-0-510, 67449109. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to infection. All components were removed and a spacer placed.